Manufacturer narrative:
Device not returned.

Event description:
While using the gold dilator device at an unspecified intervertebral level during a lumbar fusion procedure, the point of the dilator detached in the intervertebral disc space. The physician attempted to remove the detached point for approximately 15 minutes but was unsuccessful.